Event description:
It was reported that during the hip arthroscopy, it was required to perform a capsulotomy, a saber 30 degree icw was necessary, the device was passed to the surgical table and it was inserted into the patient's hip, the tip became entangled in the patient tissue, and when tried to remove it, the tip broke inside the patient. Broken piece was removed. Procedure was completed with the same device with no significant surgical delay or patient injury.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be using the wand as a lever to enlarge the surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.